Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. The twos was noted to continue after the reprogramming. Approximately 1.5 months later, the device was explanted and replaced due to "inappropriate shocks due to t-wave oversensing." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) present on stored episodes. Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014. (B)(4).